Event description:
The guidewire is tied in a knot.

Manufacturer narrative:
The reported incident was confirmed, but the exact cause of the complaint is unknown. The nitinol guidewire was received with a knot in the floppy coiled end of the wire. The knot was located 0.25 inches from the distal tip of the guidewire. It is possible that the wire folded over itself and was twisted into a knot at the insertion site or within the vessel. No manufacturing related defects were noted on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.